Event description:
Pt's mother reports during phone conversation today that she noticed pooling of solution on the top of the bag as it sat on the cycler tray. Pt was treated with antibiotics prophalactically. No lot number or sample available. Pt has been on pd for 3 years. Solution bags are stored in basement where it is "cold". Pt stock is rotated by the delivery man and pt uses the ones he leaves in from.